Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available from the physician indicated that the deflation time was not different than other deflation times with the flowgate2. The difference in this procedure is that they had an enormous mass of clot in the carotid artery and they needed to perform several inflation/deflation maneuvers to remove that clot with aspiration. All the little delays on deflation for each maneuvers accumulated. It is probable that this procedural factors contributed to the slow deflation allegation; therefore, based on the information available an assignable cause of operational context was assigned to this event.

Event description:
The patient presented with a large clot in the carotid artery and several inflation/deflation maneuvers to remove the clot were performed. The physician continued using the balloon guide catheter and changed the syringe for deflation to a larger one to increase the force. However, the physician reported that the balloon deflation was "too slow." The physician completed the procedure with the balloon guide catheter and no clinical consequences were reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
The patient presented with a larget clot in the carotid artery and several inflation/deflation maneurvers to remove the clot were performed. The physician continued using the balloon guide catheter and changed the syringe for deflation to a larger one to increase the force. However, the physician reported that the balloon deflation was "too slow." The physician completed the procedure with the balloon guide catheter and no clinical consequences were reported to the patient.